Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive after the fco remediation. At this time, it is unknown if there was patient involvement at the time the issue was discovered, and there is no patient or user harm reported.

Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered. The field service engineer (fse) verified a cracked screen. The touchscreen was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.